Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 6 (vent not working) and a cartridge alarm 5 (pressure out of range) occurred during the load process. Reportedly, the customer attempted to load insulin into the cartridge while going through the load sequence when the alarms occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer declined troubleshooting with tandem's technical support and the customer reloaded the same cartridge to address the event.